Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the contacts due to improper handling or maintenance by the customer. There was no malfunction of the device.

Event description:
The initial reporter experienced an issue with the display of the coaguchek xs meter that could affect the interpretation of results. After inserting batteries and when the meter was turned on, the customer could see lines across the top of the display. The lines then disappeared and "set date" flash was showing. The customer performed a display check and stated the "8s" flicker but all of the segments were visible. The customer powered the meter off and on and did not see lines at the top of the display. There was no allegation of an adverse event. The suspect product was requested to be returned for investigation. Replacement product was sent.